Event description:
It was reported that after deploying the tissue marker during a breast biopsy the plastic portion of the marker sheared off into the pts breast. The physician was unable to retrieve the plastic tip. The case was completed. It was also reported that the pt was disgnosed with cancer and underwent a mastectomy. No device was returned for analysis.